Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial#: unknown, product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The patient reported, ¿I've been having problems with the communicator for a while.¿ the patient stated, ¿like a week ago, I dropped it, and I don't know if that had anything to do with it, but it instantly stopped working - I tried to charge it for 12 hours, and it's just not working anymore - I could tell the end of the charging cord was flopping a little bit too - I'm afraid that might have been part of it too.¿ the patient confirmed the communicator was having issues charging before it was dropped, but that it became much worse after it was dropped. The patient stated that the communicator was now lost. Per the patient, they ¿had back surgery and other stuff done, so I can't seem to reach it - it's under the bucket seat and the console in my car, and my hands are really big anyway - I am trying to work with the remote and the seat device control to move it up enough to get it to charge, but I'm not able to - my hands are shaking now.¿ a replacement communicator was requested from the repair department and the patient was going to call back for pairing assistance as needed. No patient injury reported. The patient called again on 21-jun-2024 stating that they were not able to sort out the charging cable received. After spending 45 minutes with the patient trying to get it figured out, it was determined that the patient may have misplaced a component, so a replacement charging cable was requested from the repair department. During the call, the patient stated that they had "withdrawal" due to not being able to bolus.